Manufacturer narrative:
Verbiage from ict concentrated diluent to ict sample diluent. A review of the product labeling, historical complaints and manufacturing documentation was performed. Historically, there are no other complaints against ict sample diluent lot 27935un14. The trending reports reviewed do not identify an adverse or non-statistical trend for this product. Review of product labeling revealed adequate labeling for the handling of reagents, samples, interpretation of assay results, and troubleshooting this complaint issue. No customer returns were available for evaluation. The evaluation determined the architect c4000 and ict sample diluent is performing acceptably.

Event description:
The account generated falsely depressed sodium results on 2 patients processed on the architect c4000 analyzer that repeated high. The account uses a normal sodium reference range of 136 to 145 mmol/l. No specific patient information is available. No impact to patient management was reported. Data provided: ID (B)(6) generated sodium of 105, 102, 101, 100 mmol/l but after calibration repeated at 146 mmol/l. Patient 2 generated sodium <100 mmol/l but after calibration repeated at 146 mmol/l.

Manufacturer narrative:
(B)(4). A follow-up report will be submitted when the evaluation is complete. Evaluation in process.